Event description:
It was reported that a malfunction alarm occurred due to malfunction code 16, and there were no notable events prior to this. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections as backup therapy. The customer, who understood and acknowledged instructions, was guided to put the malfunctioning pump into storage mode and return it using a pre-paid label within 10 days.